Event description:
Customer called and stated fire was coming out by the cord where it goes into the pad. He also stated he lays the switch under his leg to hold the trigger down while sleeping. Has had the pad for 15 years. And threw it away.

Manufacturer narrative:
Based on this limited info, it was concluded that the pad has the svt style cord. This type of failure would be consistent with similar cord failures, where there were signs of incorrect use of the cord being wrapped tightly to the switch, causing an eventual break in the copper strands. We have made a design change in early 2014 to move to a more robust, round, svt cord to make it more difficult to misuse the product, to the point where the cord break failures like the one described. Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.